Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The customer returned samples and retention samples from the same lot were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for or no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 30-oct-2023.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tubes underfilled. This occurred 20 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: poor vacuum.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tubes underfilled. This occurred 20 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: poor vacuum.